Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding low blood glucose levels. The customer stated that she was treated by the paramedics due to hypoglycemia. The customer stated that his blood glucose was too low to register on the glucometer. Nothing further was reported.